Manufacturer narrative:
Device analysis and investigation is in-process. Supplemental follow up report. A root cause investigation was conducted for this event which included a returned product visual and functional analysis, internal lot record review, and clinical case imaging review. The results indicate that this lot was processed without incident, and the device conforms to the specifications. A root cause for the non-deployed stent could not be found and the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event FDA code 4315.

Event description:
It was reported that the physician tried to deploy a stent (cgp 0840) without success. Additional force was applied. The physician was advised to use another inspiremd device. The second device advanced easily (cgp-0940). Although additional force was used to deploy the stent, it deployed successfully. The force to deploy was difficult throughout the movement of the lever. There was no patient harm.

Manufacturer narrative:
Device analysis and investigation is in-process.

Event description:
It was reported that the physician tried to deploy a stent (cgp 0840) without success. Additional force was applied. The physician was advised to use another inspiremd device. The second device advanced easily (cgp-0940). Although additional force was used to deploy the stent, it deployed successfully. The force to deploy was difficult throughout the movement of the lever. There was no patient harm.